Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Procedure performed: coronary artery bypass grafting x1 and aortic valve replacement. According to the surgeon, "a 21mm on-x valve was sutured into place. At first, a 23 was attempted, but would not insert to the interportion of the annulus. Evaluation for annular enlargement was made, but discarded. The [subvalvular] and sinotubular areas were limited, and enlarging the annulus would have minimal effect on outflow size.... Once the valve was seated, there was excellent apposition of tissues."

Manufacturer narrative:
According to operative notes received from the surgeon 03/03/2017, ¿it needs to be mentioned that a 21mm on-x valve was sutured into place. At first, a 23 was attempted, but would not insert to the interportion of the annulus. Evaluation for annular enlargement was made, but discarded. The subvalv[ul]ar and sinotubular areas were limited, and enlarging the annulus would have minimal effect on outflow size¿2-0 ti-cron pledgeted sutures were passed around the entire circumference of the valve. They were then sutured into the sewing ring of 23-mm on-x prosthesis; however, the intraluminal flow aspect of the valve could not be passed into the annulus. Therefore, the valve was similarly replaced with a 21[on-x prosthetic aortic valve with conform-x sewing ring and extended holder [onxace-21]]. Once the valve was seated, there was excellent opposition of tissues. The aortotomy was closed using a running 4-0 prolene suture.¿ based on the information obtained from the surgeon, there is no allegation of deficiency or report of adverse patient impact. Therefore, this complaint will be voided. If specific details become available pertaining to the initially reported information, they will be evaluated and the complaint will be reopened. No further action required at this time.

Event description:
Procedure performed: coronary artery bypass grafting x1 and aortic valve replacement. According to the surgeon, "a 21mm onx valve was sutured into place. At first, a 23 was attempted, but would not insert to the interportion of the annulus. Evaluation for annular enlargement was made, but discarded. The [subvalvular] and sinotubular areas were limited, and enlarging the annulus would have minimal effect on outflow size.... Once the valve was seated, there was excellent apposition of tissues."